Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #01004833 - npi 8015 error 255-16-275. Logic board- communication failure. There is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: caller has an 8015 unit giving him a 255-16-275 error. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: used ka 11775 infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. Recommended if he the error comes up everytime it comes on to reflash the software. If that does not clear the error, logic board will have to be replaced. Biomed will call back if further assistance is needed. Emailed a copy of the safety notification to customer. Ref: (B)(4).